Event description:
Procedure type: colon trephination. According to the reporter: 10cc air was infused before insertion. When 20cc air was additionally infused, the balloon burst. The device was not used for the pt. Another device was used.

Manufacturer narrative:
(B)(4).